Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure of a left ventricular (lv) lead, during insertion of the catheter into the vein and injection of the dye, a dissection of the coronary sinus was noted. The physician elected to abandon the procedure and cap the device port. No further medical intervention was performed. The patient was stable.

Event description:
A CT scan was performed that confirmed the patient had recovered from the dissection that occured on (B)(6) 2019. The physician successfully implanted a left ventricular (lv) lead (sn: (B)(4)) on (B)(6) 2019. The patient was stable with no adverse consequences.